Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A complaint lot history check was performed on lot # 0127775 for needle clog. This is the 1st. Related complaint for needle clog on lot # 0127775. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd ultra-fine¿ nano pen needle the needle was clogged and was difficult to aspirate. The following information was provided by the initial reporter, translated from (B)(6) to english: clogged needle, difficulty in aspiration.